Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the heavily calcified and heavily tortuous left anterior descending (lad) artery. Atherectomy was performed and a perforation occurred. The 2.8 x 16 mm graftmaster stent delivery system was advanced; however, due to the patient anatomy, the device was unable to cross to the target lesion. The device was removed without difficulty. Additional balloon inflations were performed while a new 2.8 x 26 mm graftmaster stent delivery system was prepared. The 2.8 x 26 mm graftmaster stent was deployed at the target site and the perforation was sealed. There were no adverse patient effects and no clinically significant delay due to the failure to cross. No additional information was provided.